Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used. According to the complainant, during preparation, the endostat had no power output using all power settings for monopolar mode. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no issue¿ at the conclusion of the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.